Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. One opened company iii handpiece injector was returned for evaluation for the report that the device pushed past the lens. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger pushing past the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in july 2021. No specific action with regard to this complaint was taken because the root cause for the complaint issue could not be determined. However, an investigation has been completed in relation to the related non-conformance's identified within the non-conformance review. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action has been taken at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with description defective injector. Additional information received that during an intraocular lens (iol) implant procedure, the injector pushed past the lens. There was no patient contact and impact. The procedure completed with backup product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).